Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp1081 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redp1081) have been reported from the same facility.

Event description:
It was reported that "during PICC procedure, trouble passing PICC fully, some resistance met but overcame. PICC attempted to pass centrally but would not drop and no blood return present when fully inserted. Multiple passes made in effort to position PICC. When line retracted PICC and 3 cg wire bent and curled. New 3 cg wire used and same issue arose with wire becoming kinked and crooked. Second inserter to try as last effort to get PICC to proper position. PICC inserted with ease but no blood return. 3 passes made and when retracted, wire came out bent as well. Decision made to abort procedure". This report addresses the third device used.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a bent and curled 3cg stylet was confirmed, but the exact cause could not be determined from the returned sample. Three 3cg stylets were returned for investigation. None of the piccs were returned for investigation. The segment of polyimide tubing on each stylet was curved and/or bent due to multiple bends in the polyimide tubing and core wire. A microscopic examination revealed that the polyimide tubing on each stylet was intact. The bends in the polyimide tubing were positioned between magnets. Continuity through the stylet was confirmed with the multimeter. It was reported that the stylet bent during use. Due to the condition of the stylet, it is possible that the stylet was damaged during insertion or from handling prior to insertion; however, the exact cause of the damage and could not be determined. It was reported that resistance was noted during insertion. Due to the reported event, it appeared that the stylet was damaged during use; however, the cause of the resistance could not be determined from the returned samples. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of redp1391 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (redp1391) have been reported from the same facility.

Event description:
It was reported that "during PICC procedure, trouble passing PICC fully, some resistance met but overcame. PICC attempted to pass centrally but would not drop and no blood return present when fully inserted. Multiple passes made in effort to position PICC. When line retracted PICC and 3 cg wire bent and curled. New 3 cg wire used and same issue arose with wire becoming kinked and crooked. Second inserter to try as last effort to get PICC to proper position. PICC inserted with ease but no blood return. 3 passes made and when retracted, wire came out bent as well. Decision made to abort procedure." This report addresses the third device used.